Event description:
It was reported that during the procedure in the mid left anterior descending artery for treatment of a 90% stenosis, pre-dilatation was performed using a 2.0x12 voyager balloon at 8-10 atmospheres for 30 seconds. A 3.0x18 xience v stent delivery system was advanced and the stent was deployed. A dissection was observed within the stent. A 3.5x12 xience v stent was deployed at 12-14 atmospheres for treatment of the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, guide cath: cordis jl 3.0 6f, sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.